Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 1400 mg/dl. Customer was unconscious; she was found by her mother. The paramedics were called and transported to hospital. Customer was admitted into trauma unit, then to ICU and transferred to general room. Customer's clothes were cut off to insert an a-line for fluids. Customer was hospitalized for ten days. Nothing further reported.